Event description:
A biomedical engineer reported the footpedal was sticking during a case. The nurses advised that the footswitch was dropped a few days prior. The case was completed with no impact to the patient.

Manufacturer narrative:
The footswitch was examined and the reported event was not replicated. The nurse reported that the footswitch had been dropped a few days prior, the company representative ordered a replacement. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manual instructs ¿dropping or kicking the footswitch can cause irreparable damage¿. However, it is unclear whether dropping the footswitch led to the reported issue. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).